Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat stress urinary incontinence on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue, prolapse of uterus and bladder, urinary tract infections, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient had additional surgical procedures on (B)(6) 2007 and on (B)(6) 2008 to remove the eroded mesh.

Manufacturer narrative:
(B)(4) - prolapse of uterus and bladder. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00220. The same patient is represented in each medwatch.